Manufacturer narrative:
Further investigation will not be required as the device has not been returned.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon the interrogation, the patient's pacemaker had failed to be interrogated due to radiofrequency (rf) telemetry and inductive telemetry were not available. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
The reported events of no inductive telemetry and no rf telemetry were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
New information received notes the pacemaker was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure there were no patient consequences.